Event description:
It is reported that this pt was revised after tibial loosening and poly wear that was sustained from a fall.

Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
Other device used: catalog #00599601701, nexgen lps femoral component, lot # 61888900. A review of the device history records for the femoral component, tibial component, and articular surface did not reveal any deviations or anomalies. It is not suspected that the product failed to meet specifications. Surgical notes indicate that the components were implanted with the correct fit and orientation as per the nexgen surgical technique. Per the nexgen package insert, loosening ort fracture/damage of the prosthetic knee is listed as a possible adverse effect and a known inherent risk of the procedure. Review of the patient's history identified that the patient experienced a significant fall in (B)(6) 2014, which resulted in loosening of the tibial component. It should also be noted that, per the surgical notes, there was complete osteolytic destruction of the posterior-medial and posterio-lateral condyles and that the tibial tray was grossly loose. Also noted in the surgical notes was a non-displaced fracture of the medial plateau. Based on the information available, the probable cause is patient accident/injury.